Event description:
On (B)(6) 2022, the following information was provided to kci by the home health nurse: the patient was allegedly admitted to the hospital on (B)(6) 2022 for sepsis. It was unknown whether the sepsis was due to a urinary tract infection or wound related. On (B)(6) 2022, the following information was provided to kci by the home health nurse: the patient remains hospitalized for sepsis. On (B)(6) 2022, the patient was allegedly placed on cefuroxime 500 mg twice per day by the primary care physician for a wound infection. On (B)(6) 2022, the following information was provided to kci by the primary care physician's medical assistant: on (B)(6) 2022, the patient was seen by the primary care physician and was placed on cipro and cefuroxime for graft infection from a femoral-popliteal bypass and right thigh abscess that grew klebsiella and staphylococcus bacteria. It could not be determined if the infection was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring or if the infection is pre-existing or recurrent. On (B)(6) 2022, the following information was provided to kci by the home health nurse: on (B)(6) 2022, a wound culture was taken which was positive and was treated with the oral antibiotic cefuroxime 500 mg every 12 hours beginning on (B)(6) 2022. The culture and sensitivity results indicate that the bacteria is sensitive to cefuroxime. The patient was hospitalized on (B)(6) 2022 for sepsis and is unsure if the sepsis was related to the wound. The patient was discharged from the hospital on (B)(6) 2022 and is currently at a rehab facility. On (B)(6) 2022, the following information was provided to kci by the rehab nurse: the patient was allegedly admitted to the hospital for sepsis secondary to right thigh wound infection. The patient transferred to the rehab facility and is currently on intravenous antibiotics to treat methicillin-resistant staphylococcus aureus (mrsa). On (B)(6) 2021, the device was tested per quality control procedure by the kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2022, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed. The alleged sepsis requiring hospitalization and intravenous antibiotics is reported under MDR-3009897021-2022-00103. The alleged wound infection requiring oral antibiotic therapy is reported under MDR-3009897021-2022-00104.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged sepsis requiring hospitalization and intravenous antibiotics is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient has a history of chronic lower extremity cellulitis and had a femoropopliteal bypass surgery on (B)(6) 2021. On (B)(6) 2022, prior to the placement of v.a.c.® therapy, the right thigh surgical site dehisced, had tissue necrosis, and became infected requiring hospitalization. Additionally, the patient has multiple comorbidities to include diabetes, heart disease, hypertension, cva, chronic obstructive pulmonary disease, asthma, obesity, sleep apnea, and nicotine use. The device passed quality control checks before patient placement, and a device evaluation after placement could not be performed. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area. Infected wounds: infected wounds should be monitored closely and may require more frequent dressing changes than noninfected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.